Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was stuck in the trocar and was unable to be removed. This resulted in the trocar having to be removed with the instrument still inserted. The customer reported event has no report of patient injury.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was tested on an in-house system showing 6 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional findings not reported by site: after the visual inspection, the instrument was found to have a frayed grip cable at the distal end on the force amplification pulley. Some bundles/filaments of the cable were frayed but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was found to have a severely bent grip with severe misalignment of the grip-tips causing issue reported by the customer. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.